Manufacturer narrative:
Follow-up #1 (6/21/2013) -device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 6/14/2013 with the following findings: the meter passed all testing with no faults found; the copmlaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the meter was reading inaccurately high with a reading of "15.9mmol/l" compared to "5.6mmol/l" on a bayer meter. There was no indication that the product caused or contributed to an adverse event. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.